Event description:
The customer reported that her blood glucose measured 167 mg/dl at 6:57 pm on (B)(6). She activated this device at 7:45 pm and by 10:31 pm her bg was 327 mg/dl with no ketones. At 1:34 am on (B)(6) her bg was 343 mg/dl, which she corrected with a manual injection with a syringe. Her bg was 218 mg/dl at 6:32 am and 453 mg/dl at 8:37 am, after which she changed the pod.

Manufacturer narrative:
The device was received with corrosion and leakage within the pod. During the investigation, the source of the leak was due to the damaged cannula which possibly occurred during manufacturing. A manufacturing error was therefore determined to be the root cause. Insulet has implemented improvements in manufacturing maintenance and inspection procedures. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater tan 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continues to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."